Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl. The customer had symptoms such as headache and treated with the pump. Customer indicated that their doctor has not been contacted. Troubleshooting was performed and found that the drive support cap appeared normal. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was unable to continue to troubleshoot and indicated that they would call back.